Event description:
It was reported that a user contacted support about elevated blood glucose while using an ilet pump, with pump-reported glucose of 239 mg/dl and fingersticks of 220 mg/dl at call start and 223 mg/dl about 28 minutes later, with glucose remaining elevated during the call; the infusion set had been changed earlier in the weekend, the user noted site discomfort, and there were no occlusion alerts or leaks observed. Symptoms included hyperglycemia. Outcomes included continued monitoring and planned follow-up by support. Investigation included troubleshooting and education over the phone. Investigation of this case revealed no device alarms and no evidence of occlusion or leakage, and the cause of the hyperglycemia remained unclear. It was concluded, based on established experience with similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.